Manufacturer narrative:
Additional information added to h3, h6 and h10 b5: correction: it was reported an external fluid leak was observed originating from the blue hansen connector of the ak 98 machine during prime. H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. Visual inspection found the blue male dialyzer connector on the machine cabinet was leaking due to a loose connector thread. The reported condition was verified. To resolve the issue, the technician replaced the connector thread. After the piece was replaced a short, simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the blue hansen connector of the prismaflex m150 set during prime. There was no patient involvement.